Event description:
The physician was treating a patient (age unknown) who presented with a right ica-mca occlusion. A 9f balloon guide catheter was prepared in normal fashion using contrast diluted 50/50 and was inserted though a 9f femoral sheath. The physician made a first pass and retrieved a large thrombus which would not enter the guide catheter. The 9f balloon guide catheter was deflated and removed from the patient in order to obtain the thrombus. Upon the visual inspection of the balloon guide catheter, the tip appeared to be inverted. The physician flushed the balloon guide catheter and re-inserted for additional retriever passes. The balloon was not re-tested. Upon re-insertion, the physician noticed that it seemed tighter going through the sheath. The physician made a second pass with the balloon guide catheter positioned in the ica as before. As the physician inflated the balloon, the shape of the balloon did not appear symmetric showing only one side of the balloon. The second thrombus retrieval attempt took six to seven minutes. After this attempt the physician was unable to deflate the balloon of the balloon guide catheter. The physician attempted to deflate the balloon using large and small syringes, but the balloon did not deflate completely. After spending 25 minutes, the physician inserted a 26 gauge spinal needle through the patient's neck and deflated the balloon. The angiogram immediately following the procedure demonstrated revascularization in the ica-mca territory; however, the final angiogram demonstrated re-occlusion in m1. The physician indicated that the patient is doing well. No patient injury/adverse clinical sequelae occurred that was directly or indirectly related to the incident. An investigation was conducted on the returned device and the cause was determined to be an accordion prolapse in the blue shaft beneath the balloon. The shaft prolapse was located at the proximal inflation holes. The balloon was removed to allow clearer visualization of the accordion prolapse in the shaft. This deformation caused the annular space available for balloon inflation/deflation to be significantly reduced, thereby leading to the reported deflation problem. There was no evidence to suggest that the device failed to meet specifications. Based on the results of the device investigation, the shaft deformation that led to this incident was likely caused by compressive forces applied along the axis of the catheter during manipulation to place the device in the patient's vasculature. The instructions for use has the following warnings and recommendations: do not use catheter again after withdrawing balloon through introducer sheath. Do not use a device that has been damaged. Use of damaged devices may result in complications. Wet distal shaft with saline before passing into introducer sheath. Minimize pushing forces on shaft during advancement. These forces can cause wrinkles in shaft that can slow balloon deflation.